Event description:
Patient experienced an orif and was implanted approximately (B)(6) 2012 with va-lcp curved condylar plate -10 hole at unknown facility. X-rays taken on an unknown date showed the plate broken. Patient returned to operating room at another facility on (B)(6) 2012 for removal of all hardware. Patient was revised to 10 hole 4.5mm locking curved distal femoral plate.

Manufacturer narrative:
Implanted approximately (B)(6) 2012. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.